Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the locking cam had not been installed during the repair process. As this event occurred during testing at the manufacturer facility, there was no patient or user safety risk.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.